Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Error code 46828 was found in the event history log. Functional testing was unable to verify an unknown issue; however, it was revealed that the device failed the accuracy test. It was determined that the defective pwa board was the root cause. The dso seal, and the pwa were replaced, the expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was returned for an unknown issue. There was unknown patient involvement.